Event description:
It was reported that the pulse generator exhibited noise. On (B)(6) 2013 the device was explanted due to approaching normal end of life.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.